Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had lots of air bubble after putting plunger in. Customer's blood glucose level was unknown. Customer reported that they trying to fill reservoir. Customer reported that they filled reservoir and trying to get 120 of insulin but insulin pump did not allow them as it went to 200 units. The reservoir will not be returned for analysis.